Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the device displayed an error message (sf188) indicating a safety assert system fault. The main circuit board and pneumatic block were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation, displayed a red screen and alarmed. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the sf188. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation, displayed a red screen and alarmed. The device was not in patient use when the reported event occurred.